Event description:
A blood glucose was drawn via heel stick following protocol to use drummond scientific company 65ul aqua-cap capillary (micropipettes) glucose tubes. The blood was drawn into the 65ul aqua-cap capillary tube. When the black plunger was placed in the tube immediately after drawing, the blood was clotted inside the tube and would not be drawn up by the statstrip glucose connectivity meter on the nova monitor. The process was repeated with a second capillary glucose tube, and again, it clotted. The statstrip glucose connectivity meter was then used directly on the drop of blood from the infant's heel.